Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block found no anomalies with the grommets or setscrews. Primary analysis finding: no anomalies were identified.

Event description:
It was reported, during the implant procedure, the physician was unable to place the atrial lead in the header. Consequently, the port was flushed and following the flush, noise was observed when the setscrew was screwed in. Another same brand device was selected and successfully implanted without incident. No patient complications have been reported as a result of this event.